Event description:
It was reported that the arctic sun device had failure to power up. Per follow up information received via email on(B)(6)2022, there was no patient involvement. The issue was not resolved. The device needed to be returned to the service center for testing. Per sample evaluation results received on (B)(6)2023, the root cause of the reported issue was due to a failed control panel. It was reported that the mixing pump found malfunctioned. It was stated that the circulation pump found malfunctioned. It was noted that mixing pump and circulation pump were replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the mixing pump was not working properly. Mixing pump was replaced. The device passed all tests is ready for use. The DHR is not required as this is not an out-of-box failure. Based on the results of the investigation, no additional actions are needed. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had failure to power up. Per follow up information received via email on 27jul2022, there was no patient involvement. The issue was not resolved. The device needed to be returned to the service center for testing. Per sample evaluation results received on 18jan2023, the root cause of the reported issue was due to a failed control panel. It was reported that the mixing pump found malfunctioned. It was stated that the circulation pump found malfunctioned. It was noted that mixing pump and circulation pump were replaced.